Event description:
While wearing the sound processor, the pt reportedly was able to hear. External equipment was exchanged. However, the problem was not resolved. In 2004, the pt reportedly was seen at the center for device evaluation. Testing performed confirmed that the device was no longer functioning. Surgery to explant the pt's c1 device has been scheduled.